Event description:
A voluntary medwatch report was received with the following event description: during cardiac arrest code, wrong defibrillator pads were applied to the pt for use with the hand-held defibrillator paddles. Labeling on package did not clearly indicate that these pads were not to be used with hand-held paddles. The reporter indicated that the alleged problem did not cause or contribute to any adverse affect to the pt.